Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/17/2025. An investigation was conducted on 04/16/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the handle of the device as well as on the intact jaws. The heater wire was observed to be slightly flexed away from the hot at the top of the jaws but remained attached at the tip of the hot jaw. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The shaft tip of the device was observed to be bent. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device was only able to transect tissue one (01) time. No additional electrical testing was conducted due to the bent shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" and "mechanical problem" was confirmed as well as the analyzed failure "material twisted/ bent shaft" was observed. A manufacturing engineer evaluation was conducted. The reported failure of "failure to cut" was not confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c- vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The device showed signs of clinical use. During the evaluation of the device, it was observed that the failure mode "mechanical problem" was confirmed. See figures 1 through 3 for objective evidence of the damage to the shaft tip. The damage to the shaft tip indicates that the damage most likely occurred when an external force was applied to the jaws causing the shaft tip to bend. Based on the manufacturing engineering evaluation results, the reported failures "failure to cut" and "mechanical problem" were not confirmed. The lot # 3000480371 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures or the analyzed failures and the analyzed failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that while they were working on the radial, the vasoview hemopro 2 cautery function kept cutting out. Also, it was noticed that the jaws were misaligned. A new device was used to complete the procedure. There was no delay. No injury.